Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage due to a hole in the cylinder tubing. The device was explanted. No patient complications were reported.